Event description:
The pt contacted lifescan alleging hat themeter displayed an error 1 & and error 2 message. The pt was turning the meter on by pressing the m button to obtain the code and received the error 1 and error 2 message. The pt started to feel numbness in their tongue and their right side was "paralyzed". They contacted the paramedics. Prior to the paramedic's arriving the pt ate food and/or drank a beverage. When he paramedic's arrived they tested the pt's blood glucose and received a 37 mg/dl. They were treated with sugar water and then taken to the hospital where their blood glucose was 60 mg/dl. In the hospital the pt was treated with orange juice. There is an indication that that user error contributed to the injury. This case meets the criteria for a medical device reportable.